Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic bowel resection. Event description: cmdsnet report #: s-2491, mdip 1147-seal without stopcock. Recurring issue middle piece of black rubber became detached during use. Additional information received via email on 16jan2020 from distributor: middle piece of black rubber became detached during use. There was no apparent harm to the patient. This was reported to cmdsnet. Additional information received via email on 16jan2020 from user facility: this was a while ago so they provided what they could: the procedure performed was a laparoscopic bowel resection. The procedure was completed laparoscopically. No apparent injury to patient ¿ this was also included in the report provided to southmedic. Instrumentation being used at the time of the incident was endoscopic [] grasper. The entire component fell out. No pieces fell into patient. All pieces were removed from the surgical field and retained off. Type of intervention: all pieces were removed from the surgical field. Patient status: no apparent patient harm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a grasper that was inserted through the seal subassembly in a non-axial manner or the jaws of the grasper that were in the open position when the grasper passed through the seal subassembly. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic bowel resection. Event description: cmdsnet report #: (B)(4), mdip 1147-seal without stopcock. Recurring issue: middle piece of black rubber became detached during use. Additional information received via email on 16jan2020 from distributor: middle piece of black rubber became detached during use. There was no apparent harm to the patient. This was reported to cmdsnet. Additional information received via email on 16jan2020 from user facility: this was a while ago so they provided what they could: the procedure performed was a laparoscopic bowel resection. The procedure was completed laparoscopically. No apparent injury to patient ¿ this was also included in the report provided to southmedic. Instrumentation being used at the time of the incident was endoscopic [] grasper. The entire component fell out. No pieces fell into patient. All pieces were removed from the surgical field and retained off. Intervention: all pieces were removed from the surgical field. Patient status: no apparent patient harm.